Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue item for patient, cubie was not open. Remoted into cabinet and shutdown application, able to release cubie through tester but unable to open cubie lid. Tried user tap on lid but still not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie would not open. The field service engineer (fse) verified with the customer via phone that the issue persisted. The fse arrived onsite, called hardware test application, and had them test drawer 4, position 16. The cubie was able to be released and popped open. The cubie was removed from its location by the customer. Medbank completed the cubie/drawer test successfully. The system functioned as intended after the field service engineer repaired the device.